Event description:
Information was received that a smiths medical level 1 hotline fluid warmer was leaking water at the base of the tank cover. No adverse effects were reported.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found it to be in fair condition, with a cracked reservoir tank cover around the bolt. Old style components were noted ( pcb, drain elbow fitting). Device reservoir tank was filled, and the customer reported complaint was confirmed. A leak did occur at the bottom of the enclosure through the crack. The problem source to the crack on the enclosure is unable to be determined.